Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/26/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. The customer complaint confirmation is undetermined because there is no data available. The probable root cause was undetermined. No additional event or patient information is available.